Event description:
The patient was enrolled in the (B)(6) study on (B)(6) 2021 with patient identifier (B)(6). It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed. The patient underwent successful placement of a 20 mm watchman flx device with complete laa seal and deployed device diameter of 19.0 mm. Prior to the index procedure, aspirin 81 mg and dabigatran 300 mg were administered. The following day the patient was discharged on aspirin 81 mg and dabigatran 300 mg. 87 days post-watchman implant procedure, the patient discontinued dabigatran 300 mg per protocol. 122 days post-watchman implant procedure, the patient presented for the protocol required 4-month follow-up. Transesophageal echocardiogram (tee) revealed the device to have a complete seal. A thrombus was noted attached to the atrial surface of the device. The thrombus was pedunculated, non-mobile, and had a maximum area of 1.1 cm2. There was no evidence of thrombus in the left atrium. The following day the patient was re-started on dabigatran 300 mg and continued aspirin 81 mg in response to the thrombus.

Event description:
The patient was enrolled in the champion-af study on 02-sep-2021 with patient identifier (B)(6). It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed. The patient underwent successful placement of a 24 mm watchman flx device with complete laa seal and deployed device diameter of 19.0 mm. Prior to the index procedure, aspirin 81 mg and dabigatran 300 mg were administered. The following day the patient was discharged on aspirin 81 mg and dabigatran 300 mg. 87 days post-watchman implant procedure, the patient discontinued dabigatran 300 mg per protocol. 122 days post-watchman implant procedure, the patient presented for the protocol required 4-month follow-up. Transesophageal echocardiogram (tee) revealed the device to have a complete seal. A thrombus was noted attached to the atrial surface of the device. It was pedunculated, non-mobile, and had a maximum area of 1.1 cm2. There was no evidence of thrombus in the left atrium. The following day the patient was re-started on dabigatran 300 mg and continued aspirin 81 mg in response to the thrombus. It was further reported that the device size was a 24mm watchman flx device. It was further reported that three months after discovery of the thrombus, the patient was discontinued on dabigatran 300mg. The following day a tee revealed no evidence of device related thrombus.

Manufacturer narrative:
B5: narrative updated with correct device size.

Event description:
The patient was enrolled in the champion-af study on (B)(6) 2021 with patient identifier (B)(6). It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed. The patient underwent successful placement of a 20 mm watchman flx device with complete laa seal and deployed device diameter of 19.0 mm. Prior to the index procedure, aspirin 81 mg and dabigatran 300 mg were administered. The following day the patient was discharged on aspirin 81 mg and dabigatran 300 mg. 87 days post-watchman implant procedure, the patient discontinued dabigatran 300 mg per protocol. 122 days post-watchman implant procedure, the patient presented for the protocol required 4-month follow-up. Transesophageal echocardiogram (tee) revealed the device to have a complete seal. A thrombus was noted attached to the atrial surface of the device. It was pedunculated, non-mobile, and had a maximum area of 1.1 cm2. There was no evidence of thrombus in the left atrium. The following day the patient was re-started on dabigatran 300 mg and continued aspirin 81 mg in response to the thrombus. It was further reported that the device size was a 24mm watchman flx device.